Event description:
A customer observed biased glu results on the dt60 analyzer on pt samples. The biased results were not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer noted both positively and negatively biased results. Qc results were within expected intervals. The customer noted that the biased results had been seen on multiple lots of glu dt slides. The analyzer is being serviced to identify any mechanical issues. The results observed are consistent with a user-induced slide tracking error, but troubleshooting did not include testing for this error. The root cause of the event was not determined.